Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device failed to hold a charge due to faulty batteries. There was no patient involvement reported. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heartstart xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support (eos) date for the device is (B)(6) 2018. The device remains at the customer site, and no further evaluation is warranted at this time. As troubleshooting was not completed by philips, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device failed to hold a charge due to faulty batteries. There was no patient involvement reported.

Manufacturer narrative:
Correction to address.